Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for fibrin was not observed as the photo was unclear. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Lot number 1076005 was provided but that does not match any of our production records. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced poor separator. The following information was provided by the initial reporter. The customer stated: it was reported by bd account executive that "the serum is hardening so they can¿t pour it.¿